Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was presented to the hospital due to two inappropriate shocks. The patient had a concurrent pacemaker implant in (B)(6) 2020. An evaluation of the episodes showed triple counting of the paced morphology. The device was programmed to the primary sensing vector. The device's sensing vectors were tested which showed oversensing of t waves in the primary and alternate sensing vector, as well as low signal amplitude in the secondary sensing vector. In addition, automatic set-up was performed and the device chose the alternate sensing vector. At the end of the device optimization a message appeared noting that the sensing was sub-optimal and t wave oversensing was seen. The field representative sent in device data and wanted to know if to deactivate the device permanently as the patient was on the do no resuscitate due to liver cancer as well. A request for review regarding the smartpass filter feature as it relates towards this patients treatment plan was inquired about. Technical services (ts) noted that when performing a device stimulation with smart pass on there was no reduction in oversensing, and with smart pass filter off, constant oversensing of the t-wave was seen resulting in a triple detection signal. Ts also noted that neither the secondary or alternate sensing vectors were optimal with the smart pass filter on. Ts noted that the device stimulations were an approximate of the signal managements and are not a guarantee that the device will behave in this manner. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.